Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not avaialble to be returned to the manufacturer for evaluation. The results of the device evalaution will be sent via a follow up medwatch. (B)(4).

Event description:
As reported (B)(6) 2017: while prepping for an evlt procedure, when opening the outer sterile package, it was noted the inner sterile package was not fully sealed, compromising the sterility of the internal devices. The device was set aside and a new of the same was used to complete the procedure. It was reported the disposable devices and package are not available for return to the manufacturer for a device evaluation as they were disposed of by the user.

Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of the access pouch opened prior to use could not be confirmed because no sample or photographs were provided. Without receiving the sample to evaluate a root cause cannot be determined. A lot history records search revealed no quality related issues or manufacturing deficiencies at the time of packaging. During the packaging process the pouch receives multiple 100% visual inspection to verify the seal quality. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).